Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultra2 meter was displaying inaccurately high results compared to his feelings. The medical surveillance specialist (mss) contacted the pt on april 13, 2010 and obtained the following info: the pt alleged that the product issue began approx a couple of weeks prior to contacting lifescan when he reportedly obtained blood glucose readings in the "200-220 mg/dl" range from the subject meter. The pt stated that he felt these readings were too high because he normally reads in the "90-120 mg/dl" range. The pt informed the mss that he manages his diabetes with oral medication and insulin injection (actos 850 mg/evening, lisinopril 10 mg/day, and humalog 75/25 pen 40 units post meal in am). Due to the alleged high readings obtained from the subject meter, the pt informed the mss that he changed his usual regimen by taking an additional "2-3 units" of humalog. The pt was unable to recall the exact date. A couple of days after the meter issue began, the pt reportedly developed symptoms of "sweating, dizziness, and blurred vision." The pt denied using a different meter to test his blood sugar at the onset of his symptoms. The pt reported performing self-treatment during these "low episodes" by either drinking a glass of orange juice or swallowing a glucose tablet. At an unspecified date after the onset of the symptoms, the pt stated that he returned to his usual medication regimen and feels fine now. During the troubleshooting session, the cca documented that the pt was using the incorrect control solution (liberty brand) and was unable to perform a quality control test at the time of the call. Replacement meter and supplies were sent to the pt. This complaint is being reported due to the following conclusion(s): the pt claims that he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.